Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.0 x 20 mm invatec in. Pact falcon stent: synergy 3.0 x 38 mm. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a left circumflex (lcx), obtuse marginal 1 (om1) arteries, and the right coronary artery (rca). Three devices were implanted. On (B)(6) 2015, the patient presented with angina. Angiography revealed implant restenosis. A 3.5 x 28 mm xience xpedition stent was implanted in the lcx and om1 to treat the restenosis. On (B)(6) 2016, the patient presented with angina. Angiography revealed 99% implant and in-stent restenosis in the om1 and rca. A non-abbott drug eluting stent was implanted to treat the rca and a non-abbott drug eluting balloon was used to treat the om1. The patient is doing fine. No additional information was provided.